Event description:
The customer reported that the system displayed a precharge voltage error message during boot up and resulted in automatic system shutdown. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into svc.